Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a cassette. The customer noted that during connection of the solution to home choice set, it was difficult to connect the solution bag. There was no patient involved. There was no medical intervention or hospitalization reported for this incident.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.